Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- d1, d4 ( UDI, catalog, version/ model ).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by nurse that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation , investigation findings, investigation conclusions), h11. The customer verified all connections were secure and no obvious kinks in the helium tubing. Console changed to another cardiosave pump. Product surveillance obtained on first console. The customer reported that the gas loss occurred due to failure in o-ring, customer repaired the device and replace that o-ring with getinge o-ring. The customer also reported that the replaced o-ring was not getinge product which had caused the gas loss.